Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. Prior to procedure/during preparation, the devices were prepped on back table. The wire was advanced through a 16fr dilator for exchange. On exchange for faradrive dilator/sheath, it was noted that the versacross radio frequency wire was not able to advance through dilator. There was some fraying noted on back end of the wire. Hence, both the dilator and wire were replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.